Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the reset error test and displacement test. No unexpected reset error alarms were noted. The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display was noted. No damage was noted to the isolation tape. The device was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked display window, cracked battery tube threads, severe scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer had a blank screen without any warning on friday. Customer put in a new battery and on sunday he had the alarm. Customer stated that he put in a new battery again and the pump has been working fine since then. Customer's blood glucose level is 91 mg/dl. Customer had several alarms after the reset of his pump on (B)(6) 2014. All other alarms were due to low reservoir and one was due to no delivery. Customer stated that the no delivery alarm was due to a low reservoir. The pump was not stored or not in use for an extended period of time. The alarm is recurring during normal pump use. Customer didn't want to troubleshoot any other alarms. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.